Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6: component code: mechanical (g04) - stem. Visual examination of the returned product identified there is debris on the porous coating. Height and width were checked and found within conformance to the print. Unable to confirm complaint as the product dimensions are within specification. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. No device problem was found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). G2: foreign; netherlands. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the broach of the stem in question had a good press fit to the osteotomy plane of the collum. The definitive stem in question was jammed to at least 2 cm below the coating and then removed. Afterwards, they used the same size broach again and carefully inserted a little deeper to a few mm below osteotomy just after extensive spongiosa excision and lateralization to cortical bone. Stem inserted and again jammed to 2cm below coating. Stem just did not go deeper without risk of femoral fracture (dull sound during impact). Other taperloc stem same size inserted effortlessly. Intervention took no longer than 30 minutes as a result and no impact on patient. The doctor felt that possibly the coating of the particular stem is thicker than usual and therefore simply did not fit properly in the femur. There is no additional information available at the time of this report.